Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on continuous glucose monitor. Bg cause was not known. The customer consumed glucose tablets, carbohydrates and the customer's spouse assisted the customer by bringing them food to address the bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.